Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she thought that this ins was implanted in (B)(6) 2012. The patient reported that she didn¿t feel stimulation even when she doubled the current setting. The patient reported that she was on program 2 at 3.0 and was on 1.9 before. The patient reported that if she increased it before to this level it would be too strong. The patient reported that her last reprogramming session was about 2 years prior to the report with a manufacturer¿s representative. The patient reported a loss of symptom control and no urge to void. No further complications anticipated.